Event description:
The account alleged the pt positioning module will only function in the out of bed mode. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.